Event description:
Additional information received from the consumer reported they had a lead revision ¿two weeks ago tomorrow,¿ because they had pulled the wire out within three days after being implanted which was determined by an x-ray.

Manufacturer narrative:
Concomitant medical products: product ID 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a160, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) reported migration and dislodgement of the leads. The patient had been implanted on (B)(6) 2016 and shortly after implant was changing the sheets on her bed without realizing she was not supposed to do this. The patient stated she felt a rip and pain, but the pain had mostly gone away by the next day, however the patient still had surgery pain so it was hard for her to tell. The patient now feels stimulation in her legs and stomach, and no longer in her back. The patient stated that the dislodgement likely occurred between (B)(6) and that a revision is scheduled for (B)(6) 2016 the patient also had a problem adjusting stimulation, and was guided through the process successfully. Patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.